Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 co2 one-way valve was not allowing a seal into pt. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.